Event description:
During a pta to the superficial femoral artery (right or left: unk), the balloon ruptured at four atmospheres. The ruptured balloon was withdrawn from the patient without consequence. It is unk how the procedure was completed. The target vessel had severe calcification, mild tortuosity and was 99% stenosed. There was no report of patient injury. As per the reporting affiliate, there is no additional patient or procedural details. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.